Manufacturer narrative:
This was reported incorrectly with wrong cfn number. The correct cfn number for this report is 2518422.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit with an allegation of visualization of particles. The device was returned to a third party service center. During visual inspection of the device, it was determined the complaint was not confirmed and there was no visualization of foam particles. The device was routed to scrap. There was no serious patient harm or injury associated with this notification and no increased risk to the intended user. Based on the information available, this complaint is considered not reportable.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a presence of contamination in the device, which was particles in airpath. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. H6 coding has been updated to: evaluation method code: analysis of information provided by user/third party evaluation results: material and/or chemical problem identified; degradation problem identified component code: mechanical, insulation conclusion code: cause traced to device design.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles.there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.